Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket/510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0 x 100, 75 cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 10 atmospheres. The device was removed without any problems, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.